Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-00821, 0001822565-2019-00823. Concomitant medical products: unknown ib bearing; unknown ib tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date and subsequently the patient is being considered for a revision due to implant fracture. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records and radiographs. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified that the left knee demonstrates osteopenia and there was evidence of hardware fracture involving the femoral and tibial stems as well as significant radiolucency of the bone cement interface involving both the femoral and tibial component which could suggest loosening and/or infection. Also, there was a possible fracture involving the medial and lateral femoral condyles. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.